Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16824. It was reported the patient underwent a non-related surgical procedure wherein the cervical and thoracic ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Troubleshooting was able to recover the cervical ipg. Additional troubleshooting for the thoracic ipg may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated both the cervical and thoracic ipgs were deemed inoperable after an unrelated surgery wherein surgery mode was not enabled. As a result, surgical intervention occurred wherein the ipgs were explanted and replaced to address the issue.